Event description:
Were disconnecting an IV line, 3% hypertonic saline discontinued. Went to flush the clave/line with normal saline flush and found the blue clave to be stuck open (the clear rubber stopper was stuck inside clave) and fluid back-flowing from central line onto gown. A small amount noted, no air bubbles noted in tubing. The clave was removed, a new clear clave was applied and flushed. The clave was saved for exam.